Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 28, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during prior to surgery, it was discovered that the standard console w/irrigation device was not providing power to the electric pen device. According to the reporter, the ¿on/off¿ light was not coming on but the fan could be heard running and air was felt blowing out of the back of the device. There were no delays to the planned surgical procedure as an identical spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture is unknown. The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and did not start up when power was applied. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.